Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family and the paramedics that the device failed to deliver therapy while the patient was in ventricular fibrillation (vf) and only began to shock the patient when they had arrived at the hospital. It was also reported that the patient is deceased and the cause of death was listed as suspected myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.